Event description:
It was reported that during placement they felt resistance during fluid infusion and attempted removal, but fluid would not drain. Despite reinserting the syringe and manually aspirating, drainage failed. They severed the catheter near the funnel to successfully withdraw fluid. Approximately 2 ml fluid withdrawn using the syringe. Medicon syringe used for drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.